Event description:
It was reported that stent damage occurred. The 90% stenosed, 40x3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50x38mm promus element ¿ long drug-eluting stent was selected to treat the lesion however, the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 40x3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50x38mm promus element ¿ long drug-eluting stent was selected to treat the lesion however, the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent struts on the 11th & 12th rows from the proximal stent edge were damaged, stretched & lifted upwards from the stent profile. This type of damage is consistent with the stent experiencing excessive manipulation during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink on the hypotube shaft 390mm distal from the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during advancement attempts. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).